Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the non-calcified, non-tortuous, de novo, mid circumflex artery during the first inflation of the 2.25 x 15 mm nc trek balloon dilatation catheter (bdc) at 8 atmosphere (atm) the balloon failed to hold pressure and a leak at the proximal portion of the balloon was noted. The bdc was withdrawn from the patient anatomy without any reported issues. A similar sized bdc was used to successfully complete the case. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.